Manufacturer narrative:
Results: a revision surgery was reported due to a septic loosening of a polarstem stem lateral 2 cemented [article no.: 75002121]. Without supporting clinical/medical documents a thorough investigation cannot be performed. Furthermore, no article and batch number is available. No product evaluation and no document review could have been done. It is not clear why the septic loosening occured and if it's product related. Should more information become available this complaint can be re-assessed. At that time of investigation the root cause remains undetermined and no further actions are planned.

Event description:
It was reported a suspected septic loosening of prosthesis. Prosthesis was removed and patient placed on traction for three weeks.